Event description:
(B)(4). The device was not paid for by insurance. I had this implant on (B)(6) by my gyn. I experienced other medical events prior to (B)(6) 2015. (B)(6) 2014 I had intense abdominal pain. A cat scan revealed a portal vein clot. The doctor had no idea what could have caused this very uncommon dvt. In (B)(6) 2014, I returned to the ER with excruciating abdominal pain in the exact same spot. A us revealed no evidence of a clot. (B)(6) 2015, I found myself back in ER with excruciating pain in my abdomen in exactly the same place. A cat scan only revealed a large amount of stool. Then on (B)(6) 2015, I went to ER with diffuse abdominal pain. I was in renal failure secondary to dehydration (despite the fact I had ingested two gallons of water, a 16-oz. (B)(6), and 14-oz. Of (B)(6) earlier that day). I was admitted and given 6 liters of IV fluids over the course of 12 hrs. I also presented with extreme leg pain, back pain, bilateral upper flank pain. Hospitalist ruled out rabdo. Considered statin might be causing muscle pain and dc'ed simvastatin pending follow up with my regular doctor. I was discharged the next day, (B)(6) 2015. After I had been home 3 hours I had sudden onset of abdominal bloating. I had gained 16 lbs. In 24 hours. I assumed it was fluid overload. I returned to the ER that same night, (B)(6) 2015 with shortness of breath. O2 sat was ranging from 84-88. Chest x-rays revealed no fluid in lungs. Blood tests were run. Doctor ruled out fluid overload as cause of bloating and shortness of breath. Inpatient overnight on o2. Experienced ataxia, but o2 sat returned to normal and I was discharged (B)(6) 2015. I have had diarrhea consistently 4-5 out of 7 days per week since (B)(6) 2015. Ever since the (B)(6) 2015 hospitalization I have had fewer and fewer normal stools with diarrhea even more prominent and more often throughout the day. I am starting to get to the point where it is so urgent and so sudden I sometimes experience involuntary fecal incontinence before I get to the restroom. Diagnosed with lichensclerosis - an autoimmune condition in (B)(6) 2013. I have gained another 3 lbs. On top of the 16 I gained in (B)(6). I have been eating considerably less. My night sweats and heat flashes began in (B)(6) 2015, and continue to intensify. My muscle pain persists despite being off simvastatin since (B)(6) 2015. My abdomen remains distended 3 months later. Never have I ever had such a rounded, bulging abdomen and I can't reduce it, despite the fact that I was teaching (and exercising throughout) a 90-min. Aquatic strength and conditioning class 4x a week through mid-august. My balance has worsened. I am so fatigued I have, on more than one occasion, slept for 24-hrs. Straight, only getting up to use the bathroom. No matter how much sleep I get, I never feel rested. In (B)(6) 2013, I developed a deep, productive cough that lasted from (B)(6) 2013 to (B)(6) 2014. It did not respond to any prescribed medication or prescribed syrup. I even moved 300 miles away and it still continued for another 3 months. The cough returned (B)(6) 2014 and persisted until (B)(6) 2014. It returned (B)(6) 2015 and lasted one month. I developed urinary stress incontinence shortly after receiving the implant. Ever since this bloating episode (B)(6) 2015, it is difficult to make it to the toilet without starting to lose control. And I leak throughout the day shortly after I first feel the sensation to urinate. And suddenly out of nowhere I experience vitreous separation in my left eye (a 9 out of 10, according to ophthamologist). Developed cataracts in both eyes. Had to have a vitrectomy ((B)(6) 2014) and cataract surgery ((B)(6) 2015). My vision has worsened dramatically in my right (non-surgical) eye. I have never had so many unusual and unexplained health issues in my life.